Event description:
It was reported that there was an issue with the carpalfix 2.0 hex driver inraoperatively. The complainant indicated that the surgeon planned to put two carpalfix constructs in the patient (a post in hammate, a screw in 4th and post in hammate, and a screw in 5th). Surgeon placed the k-wire, templated, drilled, conical reamed and placed the post. He placed the k-wire in the screw driver and rotations back and forth to determine the optimum lag screw position. He chose the desired position, tried to disconnect screwdriver off but it was completely stuck. He tried a gentle tap on the screwdriver, using both handles, nibblers grabbing teh screwdriver and tapping the nibblers in upward direction whilst stabilizing the post in a counter direction. These did not work. He then tried a gentle wobble (which he was trying to avoid so he didn't loosen the purchase of the post in the bone.) He eventually had to bash it out with a lot of force. The post pulled out of the bone and he had to use the medartus hub cap instead. The scrub nurse used needle holder to remove the post from screwdriver once out the patient, which came out easier.